Manufacturer narrative:
Additional information section d9. Correction to section e facility name. Correction to coding on initial report due to repair details. Section h6 evaluation code method - removed b17 and added b01 result - removed c20 and added c13 conclusion - removed d15 and added d02 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated a "ventilator malfunction/vent inoperative" high priority alarm for approximately one minute. The alarm could not be silenced unless the ventilator was turned off. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed that the unit entered backup ventilation (buv) through a relevant diagnostic code logged in the ventilator memory and replaced the exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 due to part return coding updated due to part return: additional code added to section h6 evaluation code result conclusion - removed d02 and added d0302 component - remove g07001 and add g0201205. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated a "ventilator malfunction/vent inoperative" high priority alarm for approximately one minute. The alarm could not be silenced unless the ventilator was turned off. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed that the unit entered backup ventilation (buv) through a relevant diagnostic code logged in the ventilator memory and replaced the exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The eva was returned to medtronic for failure investigation. A visual inspection of the returned eva was conducted and no anomalies were found. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the eva of the exhalation module. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient cannot be provided due to the canada personal information protection and electronic documents act. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a "ventilator malfunction/vent inoperative" high-priority alarm for approximately one minute. The alarm could not be silenced unless the ventilator was turned off. The patient required bagging by a manual resuscitator to improve spo2 (oxygen saturation). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. A review of the ventilator logs indicates the device entered backup ventilation.